Event description:
The complainant reported that an impella cp was used for escalation of support in a patient already receiving extracorporeal membrane oxygenation (ECMO) and inta-aortic balloon pump (iabp) therapy in post-cardiotomy cardiogenic shock (pccs). When the pump was connected to the automated impella controller (aic) in the standard manner, an optical sensor error appeared; corrective actions were taken (disconnecting the pump from the aic, checking the sensor, and reconnecting it). Subsequently, uncertain whether priming had been fully completed, the staff restarted the aic and reconnected the pump. Although the aforementioned error did not recur, the failure of the system to transition to the priming screen caused concern, prompting a switch to a different aic. No errors or alarms regarding positional waveforms occurred after the switch. Although the insertion was delayed due to the time required for restarting the device, there was no adverse impact on the patient, as they were already being supported by ECMO and iabp.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.